Event description:
Bayer case number: (B)(4). She developed pain in the left iliac fossa [iliac fossa pain]. Remnant of the left-hand essure [device breakage]. Pain in the right side of her pelvis [pelvic pain female]. Paraesthesia in the right side of her body [hemiparaesthesia]. Cruralgia. Tendinobursitis of the gluteus medius [tendinitis]. L5-s1 discopathy on the lumbar [lumbar disc disease]. Diffuse steatosis [hepatic steatosis]. Pain in the right upper quadrant. Heavy period. Lower back pain. Adenomyosis. Leiomyoma. Paralysis in the left side of her body [left sided paralysis]. No longer experienced the sensation of a full bladder [loss of bladder sensation]. Pain in the right lower abdomen [right lower quadrant pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of iliac fossa pain ("she developed pain in the left iliac fossa") and device breakage ("remnant of the left-hand essure") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced iliac fossa pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("pain in the right side of her pelvis"), hemiparaesthesia ("paraesthesia in the right side of her body"), sciatica ("cruralgia"), tendonitis ("tendinobursitis of the gluteus medius"), intervertebral disc disorder ("l5-s1 discopathy on the lumbar"), hepatic steatosis ("diffuse steatosis"), abdominal pain upper ("pain in the right upper quadrant "), heavy menstrual bleeding ("heavy period"), back pain ("lower back pain"), adenomyosis ("adenomyosis"), hemiplegia ("paralysis in the left side of her body"), loss of bladder sensation ("no longer experienced the sensation of a full bladder") and right lower quadrant pain ("pain in the right lower abdomen") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery ((B)(6) 2016 left salpingectomy and on (B)(6) 2025 total hysterectomy and a bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered iliac fossa pain, right lower quadrant pain, abdominal pain upper, adenomyosis, back pain, device breakage, heavy menstrual bleeding, hemiparaesthesia, hemiplegia, hepatic steatosis, intervertebral disc disorder, leiomyoma, loss of bladder sensation, pelvic pain, sciatica and tendonitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2025: confirmed the presence of the right-sided implant and a fragment of the device on the left. [Magnetic resonance imaging] on (B)(6) 2021: the scan revealed no abnormalities.; on (B)(6) 2023: revealed diffuse steatosis. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.